Event description:
This lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2011. Patient called medical records on (B)(6) 2011 and stated that the leads were removed due to infection. She mentioned that one of the leads had fractured, causing blood clots, but didn't know which one. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).